Event description:
It was reported by the aci sales professional that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the bifurcation. Following the procedure, the physician (training status unconfirmed), selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during the removal of the mynx device the patient coughed. A hematoma (size unknown) was immediately noted and pressure was held. A pressure dressing was applied and the patient was sent to recovery. In the recovery area the hematoma appeared to be stable. A short time later it was noted that the hematoma was increasing in size (size unknown) and additional manual pressure was applied. At this point the patient had a vasovagal response and his blood pressure dropped significantly. The patient was given an 8mcg bolus of levophed at a rate of 2mcg drips per minute until his blood pressure stabilized and additional manual compression was applied. A femostop was applied for approximately 16 minutes. The hematoma was resolved. The total duration of manual compression throughout this event was approximately 20 minutes. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure. The patient was discharged from the hospital on (B)(6) 2013. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.